Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while over sewing the staple line the needle was broken and 1/3 of the needle was left in the cavity of the patient as it could not be retrieved.